Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the ICD was explanted, while this rv lead was partially extracted and part of it remained implanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.